Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 during a procedure, the lead couldn¿t be fixed. The physician tried several times to place the lead but was unsuccessful. The physician then decided to use a single-chamber pacemaker for the patient to complete the operation. Lead was not used. No adverse consequences reported on the patient. Patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.